Event description:
The patient was no longer getting any relief from pain pump. Pump was interrogated and found to be not working. Patient admitted to hospital to receive medication until patient could come to or to have pain pump replaced.